Manufacturer narrative:
The 6 patient samples were submitted for investigation. The customer's tsh results were reproduced during the investigation. No interfering factors were identified. A product problem was not found. The investigation was unable to find a definitive root cause.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated they are getting a lot of complaints from doctors related to high elecsys tsh assay (tsh) results on the cobas 6000 core unit. The customer compared 6 patient samples that had been tested for diagnostic purposes to the maglumi 2000 method and the architect method. The tsh results for all 6 patient samples were discrepant. Refer to attached data for the patient results. There was no allegation that an adverse event occurred. The cobas 6000 core unit serial number was (B)(4).